Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca) to mid rca. A 12mm x 5.00mm nc quantum apex¿ balloon catheter was selected and advanced to dilate the lesion. During the second inflation, it was noted that the balloon ruptured at 14 atmospheres. The procedure was completed with a 5.0 x 8 nc quantum balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was inflated at 10 atmospheres for 15 seconds and the device was completely removed from the patient.